Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 05/19/2016. It was reported that following insertion the patient experienced urinary tract infection, urgency, and frequency. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat mixed stress urinary incontinence. The patient underwent the concurrent procedure of cystoscopy during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, infection, bleeding, urinary problems and dyspareunia. It was reported that the patient underwent transvesical removal of eroded mesh, suprapubic tube placement, minilaparotomy, cystotomy and repair of cystotomy on (B)(6) 2012 due to erosion of implanted vaginal mesh into the bladder and pain. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.